Event description:
It was reported that a physician, in training in the use of the perclose proglide device, using a preclose technique, attempted arteriotomy closure of the common femoral artery after an interventional procedure in which a 21f sheath was used. Reportedly, two proglides had been deployed; however, after the procedure, the sutures did not achieve hemostasis. Another proglide was deployed, but the sutures did not achieve hemostasis. A cut down was performed and hemostasis was achieved; however, the patient developed a cold leg. The artery was reopened and "cleaned up". After reclosing the artery, there was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as approximately (B)(6) old) indication for use (use with a 21f sheath). The two perclose proglide devices are being filed under separate medwatch MFR numbers. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. However, deviating from the instructions for use (IFU) may have played a role in this event. Per the IFU, the device is indicated for procedures using a 5f to 8f sheath. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot.